Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker and non boston scientific right atrial (ra) lead had been hospitalized after experiencing a twenty two hour long episode with their heart rate in the two hundreds. This patient was on amiodarone medication at the time. Upon review, a signal artifact monitoring (sam) episode was observed which showed minute ventilation (mv) oversensing and noise. An alert for intrinsic amplitude out of range was observed. Technical services (ts) noted they suspected this patient had been in atrial fibrillation (af), as opposed to ventricular fibrillation (vf) or ventricular tachycardia (vt) and that the signals being oversensed could be atrial pace followed by a far field qrs complex. Ts recommended x rays. This pacemaker remains in service. No adverse patient effects were reported.